Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was fatigued and pale. The patient¿s cgm was reading 69 mg/dl while the bg meter was reading 45 mg/dl. The patient self-treated with apple juice, orange juice, and 2 tablespoons of sugar. After a few minutes, the patient¿s cgm was still reading 69 mg/dl while the bg meter reading was 49 mg/dl. The patient went to the ER for evaluation. At the ER, the patient¿s cgm was reading 89 mg/dl while the bg meter was reading 61 mg/dl. The patient was given IV glucose. The patient was discharged from the ER after 9 hours. The patient was weak and tired at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a and b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.